Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va10qdh, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and manufacturer representative reported that post-implant things weren¿t going too great with the patient¿s therapy as they were not experiencing any improvement. The patient experienced a loss or change of therapy. The patient was not getting relief from therapy since implant on (B)(6) 2016 and needed reprogramming. The patient was working closely with their manufacturer representative who was tweaking the device until it began to work correctly. The patient had not seen the same results with their implant as they did with their basic evaluation trial. They had done a urine check that was negative and an impedance check that was normal to try and improve the patient¿s results. The patient had multiple program settings each tried for at least 10 to 15 days. The patient was currently trying another program which provided more rectal sensation. If this was not beneficial, the health care provider (hcp) would proceed with an anteroposterior and lateral x-ray to check the lead placement. The patient had the lead replaced on (B)(6) 2016 because it was defective in (B)(6) 2016. The implantable neurostimulator (ins) was not replaced only the lead, but the patient thought they were going to get a new ins and was not happy about that. The patient was up every night during the night and running to the bathroom. The patient used the patient programmer to adjust the setting and it was not helping. The patient saw their hcp on (B)(6) 2016 and they told the patient to contact the manufacturer representative for the implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.